Event description:
Report received of broken catheter balloon. It was reported that the catheter balloon was not tested and the catheter was not lubricated prior to insertion. Following pt insertion, an attempt was made to float the catheter and it was then discovered that the balloon had failed. The catheter was removed and replaced by a new one. There were no medical interventions needed and no report of pt harm due to the reported incident.